Manufacturer narrative:
(B)(4). (B)(6). The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. It was determined that the bearings and gears were worn causing the device to exceed the operational specifications. The assignable root cause was determined to be due to wear from normal use and servicing over time. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that the attachment device was worn out and malfunctioning. During in-house engineering evaluation, it was determined that the device had a temperature reading of 104 degrees at the elbow and the base which exceeded the operational specification of 103 degrees.this event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.